Event description:
A patient reports while wearing a pod for longer than 48 hours the adhesive had been peeling off near the cannula. The patients reported blood glucose level was 285 mg/dl. The patient reports they reattached the adhesive and continued to wear the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.